Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 31 mg/dl. Customer¿s current blood glucose is 281 mg/dl. Customer also reported other relevant blood glucose level was 325 mg/dl. The customer was treated with glucose. Based on customer report customer does not allege pump was under delivering. Customer is unsure if auto mode was automatically delivering insulin at the time of low blood glucose event the insulin pump will not be returned for analysis.